Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on a separate customer experience, the peritoneal dialysis clinic reported that the patient encountered a fluid leak during treatment. It is unknown if there was any alarms when the leak was observed. There was no report of any complications and no medical intervention. Patient was treated with prophylactic antibiotics. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.